Manufacturer narrative:
Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for many patient samples for multiple assays. The customer checked the analyzer and found the sample probe was dirty and replaced it. The customer questioned why the analyzer did not generate any alarm. An example was provided as an initial creatinine result of 0. The customer repeated testing and some results were different. Specific data was requested but was not provided. No unit of measure was provided. Some of the results were reported outside the laboratory. Specific information was not provided. After the sample probe was changed the customer said the quality controls were good and no more issues were seen. There was no adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
Additional data was received for questionable c-reactive protein (crp) results for two samples.patient 1 initial result was 1.2 and the repeat result was 9.0.patient 2 initial result was 8.6 and the repeat results were 293.4 and 293.2.the unit of measure was not provided.